Manufacturer narrative:
Product has not been returned for evaluation. When product is returned, will have engineering evaluate and will send revised report.

Event description:
"Dr reports that the monarch device bag fractured into more than 1 piece. The pt was under anesthesia for a prolonged period of time to retrieve the bag pieces. Dr. Del rosatio reports a bag breakage. Dr has had 4 bags break."